Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 ( air in line) which occurred on home choice (hc) during dwell 4 of 5. The baxter technical representative (tsr) explained the message to the home patient (hp) and had the hp recycle the hc. Se 22367 occurred. The hp had an unused clamp open. The tsr informed the hp to use a manual bag. The hp agreed. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 4 of 5 was confirmed due to use error. As per the complaint information the cause of the se 2240 was use error-patient had a clamp open on an unused supply line while connected. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.